Manufacturer narrative:
¿H10 h3, h6: the reported 72202468 fast-fix 360 curved needle delivery system, intended for use in treatment, has been returned for evaluation. The information provided states: ¿during meniscus repair surgery the t2 of the fast-fix couldn't be deployed¿. Visual assessment of the device showed bent needle. The depth limiter has been cut to the surgeon¿s desired length. Cut suture was returned. An exact root cause cannot be determined with confidence. Per the device IFU 10600499 under warnings ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed. Do not push the deployment slider twice or the second implant will deploy prematurely¿. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. A review of complaints and manufacturing batch records was preformed, no other complaints of this failure was found.

Manufacturer narrative:
Additional information: h3, h8.

Event description:
It was reported that during meniscus repair surgery the t2 of the fast-fix couldn't be deployed. The procedure was completed with a delay of under 30 min, using a s+n backup device. No further complications were reported.